Event description:
Initial calcium result of 8.0 mg/dl and ast result of <4.0 u/l was repeated and recovered, calcium 9.1 mg/dl and ast 18 u/l. Incorrect results were not used to provide patient treatment. Field service representative replaced the wash well mounting bracket which had broken. Performed performance checks and ran quality control materials. Performance checks and quality control materials recovered within stated ranges.